Manufacturer narrative:
Initial reporter phone number: (B)(6). Investigation summary: since no photos or samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. Examination of the product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported bd q-syte¿ micro bore extension set leaked. The following information was provided by the initial reporter: "it was found that there was a mixed leakage of blood and rehydration fluid in the bed unit. "